Event description:
Voluntary medwatch received states that the atrial lead exhibited noise. The noise could be reproduced with arm provocation. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
Voluntary medwatch report received: mw5157658.